Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding and clotting during menstruation"). The patient was treated with surgery (underwent a total hysterectomy on (B)(6) 2016). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain / lower pelvis pain") in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1999. Previously administered products included for an unreported indication: oral birth control from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding and clotting during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, tubes were blocked; on (B)(6) 2013: placement of both essure coils and full occlusion. On (B)(6) 2013, plantiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history , concurrent condition were added. Events vaginal haemorrhage, dysmenorrhoea, fatigue were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain / lower pelvis pain") in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1999. Previously administered products included for an unreported indication: oral birth control from 2008 to 2013. Concomitant products included levothyroxine sodium (synthroid) since 1999 and oral contraceptive nos from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding and clotting during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (on 16-dec-2016 hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 16-dec-2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue had resolved and the vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-sep-2013: total bilateral occlusion, tubes were blocked; on 30-sep-2013: placement of both essure coils and full occlusion on 30-sep-2013, plantiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). On (B)(6) -2018: plaintiff fact sheet was received. Concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain / lower pelvis pain") in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1999. Previously administered products included for an unreported indication: oral birth control from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding and clotting during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue had resolved and the vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, tubes were blocked; on (B)(6) 2013: placement of both essure coils and full occlusion. On (B)(6) 2013, plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received: vaginal discharge event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain / lower pelvis pain') in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral birth control from 2008 to 2013. Concurrent conditions included hypothyroidism since 1999 and uterine bleeding since 1999. Concomitant products included levothyroxine sodium (synthroid) since 1999 and oral contraceptive nos from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding and clotting during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue had resolved and the vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion, tubes were blocked; on (B)(6) 2013: results: placement of both essure coils and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added.medical history were added. Fu received. No new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain / lower pelvis pain') in an adult female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral birth control from 2008 to 2013. Concurrent conditions included hypothyroidism since 1999 and abnormal uterine bleeding since 1999. Concomitant products included levothyroxine sodium (synthroid) since 1999 and oral contraceptive nos from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding and clotting during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (on 16-dec-2016 2016 hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue had resolved and the vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion, tubes were blocked; on (B)(6) 2013: results: placement of both essure coils and full occlusion. Batch no a73748 manufacture date: 2012-11 expiration date 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.